Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead was inspected prior to use and it was noted that the helix would not extend. The rv lead was removed and a new lead was used to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix slightly bent. But the helix could be extended and retracted. The helix bent might happen when the physician testing the helix during implant procedure. If information is provided in the future, a supplemental report will be issued.